Event description:
Report was received from FDA medsun reporting form. No information from this report was provided to the manufacturer prior to the receipt of the medsun report from FDA. The hospital reported the nurse stated the product was hard to use. There has been no confirmation from the hospital that any event actually occurred. The nurse stated "while unhooking the top section with your left hand and unlatching the bottom with your right hand, your right thumb naturally lands just on the top of the black groove of the clamp. If the secondary clamp is not secured below the level, free flow of fluid will occur if your thumb accidently unclamps the MRI tubing". Several attempts to obtain additional information from the hospital have been made, and iradimed corporation is awaiting their response from the hospital risk manager.

Manufacturer narrative:
Investigation conclusions: from the information available, no firm conclusions can be made as to what caused this event. It has not been confirmed if any patient-related event occurred during the use of the product on (B)(6) 2014. The design of the free-flow preventer of the infusion set (the issue at hand in the medsun event description) has been used since 2005, and iradimed corporation is not aware of any report or event related to the problem as described in medsun report. The instructions for loading the infusion set for the 1138 operator's manual's section 3 which describes the i.v. Set installation and removal's instructions identify the appropriate means to install and remove the infusion set without causing a freeflow condition. This same information is provided on the infusion set pouch. It is unknown at this time if the nurse-user was familiar with the instruction materials and pertinent precautions for using the device on (B)(6) 2014. Follow-up with the hospital's risk management director will be made to obtain additional facts regarding this report. If after review of these facts it is determined an event has occurred, a follow-up report will be provided within 45 days of this report. Follow-up in-service training is being recommended by iradimed corporation to the facility's staff. (B)(4).